Manufacturer narrative:
Concomitant medical products: product ID: 3998cws, lot# n26582a, implanted: (B)(6) 2003, product type: lead. Product ID: 37092, lot# 255960001, implanted: (B)(6) 2010, product type: accessory. Product ID: 74002, lot# n229822, implanted: (B)(6) 2010, product type: adapter. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
The consumer and healthcare provider reported a 574 error code and call your doctor message after programming on the day of the report. This code indicated that no programmed parameters had been detected. During the report, the patient was still at the office and was going back in to have it addressed. Interrogating with a clinician programmer and reprogramming was going to be performed. It was noted the patient came to the appointment on the day of the report because the implantable neurostimulator (ins) had not been working properly for the past 3 months. No symptoms were reported. Relevant medical history included complex regional pain syndrome type 1.

Event description:
(B)(4). The rep was not with the patient to troubleshoot. Additional information received from the rep reported the implantable neurostimulator was interrogated and programming was accidentally deleted. The patient was reprogrammed and was getting perfect stun therapy. Everything was restored. If additional information is received, a follow-up report will be sent.